Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that while on a patient the vela ventilator experienced "vent inop, motor fault, and transducer fault" alarms. The customer performed transducer calibration tests and bench testing revealed that the turbine differential calibration failed. There was no patient harm associated with the reported issue.

Manufacturer narrative:
The reported complaint was confirmed through the events log and duplicated during functional check. Pt801 has failed.